Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy. There was an excessive bleeding. The bleeding was not over 500 cc. The staple line was over sewed to stop the bleeding. The patient is recovering as normal with no adverse effects.